Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fire beam straight". The procedure was completed using a second fiber pt outcome" " no damages to the pt".